Event description:
It was reported that this dual chamber pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurement, measuring greater than 2000 ohms. Additionally, there was some noise observed. The device has been reprogrammed and the plan is to continue to monitor the ra lead at this time. The pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this dual chamber pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurement, measuring greater than 2000 ohms. Additionally, there was some noise observed. The device has been reprogrammed. Subsequently, additional intervention was performed to surgically abandon and replace the ra lead. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was selected to captured the required additional intervention this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.